Event description:
It was reported that the customer had bubbles in the reservoir and the insulin pump may be overheating. Customer's blood glucose level was 11.2 mmol/l. Customer was not sure how the air bubbles are still getting into the reservoir. Customer does not want to troubleshoot the reservoir. Insulin pump will be replaced. No additional information.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.